Event description:
Via medwatch report, customer states that "the middle arm of the 3 way stopcock contains a slick, silicone like film that prevents any attachment from securely staying in place. Sterility is also a concern as the substance is not normally found in the stopcock mechanism". No patient treatment or injury associated with this event.